Event description:
During a laparoscopic colorectal surgery, a physician decided to switch to abdominal surgery because this procedure was a difficult operation. After switching to abdominal operation, an ultrasonic output warning occurred and the device could not be activated output. When the physician attempted to grasp the tissue and to activate output several times, the probe broke and the distal ends fell off inside the pt's body. The broken piece of the probe was taken out. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation (omsc) for eval. The eval confirmed that the probe broke down. And there was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. Based upon the finding of the eval, this report appears to be related to user handling.